Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive. The issue occurred during setup. Therefore, there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive. The issue occurred during setup. Therefore, there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.